Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-mar-2016, an fse visited the customer to address the reported event. During servicing, fse inspected the wash waste system and found the waste trap slightly clogged. Fse replaced the component and the customer was able to run specimens without issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the waste trap.

Event description:
On (B)(6) 2016, a customer reported error 3005 (leak sensor error) with their a1a-2000 analyzer. The customer reported that the instrument has liquid around the wash probes and drain area. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting alpha fetoprotein (afp) and betahcg (pregnancy hormone) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.